Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 h6) multiple annex a codes were submitted for the event. Annex a code, a0709, applies to rfr code nav4116. Annex a code, a1102, applies to rfr code nav4123, and annex a code, a110208, applies to rfr code nav4127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the surgeon was able to successfully register the patient with a registration accuracy of 1.5mm however, when the site moves forward with navigation, the nipt (patient tracker) status turns red, and none of the instruments can be tracked. The site was using a flat emitter. They suggested switching nipt to a different port on the instrument interface box, issue remains. The caller restarts the system and the issue remains. The site switched to a different nipt. While trying to re-register the patient, an error 64 pops up and the system restarts. After rebooting the system, the surgeon was able to pass the registration with the new nipt and move forward with using the system for surgery. There was no patient impact reported and a delay of less then one hour.